Manufacturer narrative:
This report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined to be not reportable as this component did not cause serious injury.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Packaging was also not returned. The manufacturing records were reviewed and the records revealed the patient label to have the incorrect reference to a 25mm screw instead of a 50mm screw. All other labels are correct. Event was previously reported under 1825034-2017-04291. This medwatch is to correctly report under the corrected MFR number.

Event description:
It was reported that the patient underwent a bone fixation procedure, and following the procedure it was discovered that the inner patient label was found to have an incorrect description but had the correct part number. There was no delay in the procedure or patient consequences reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.